Manufacturer narrative:
(B)(4). Concomitant medical products: item# 14-107016 / frdm cnstr hd 36mm / lot # 069840. Report source:(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to the off label use of item. The biomet freedom constrained liner system is to be used only with biomet femoral, acetabular shell, and femoral head components. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after trailing during a total hip arthroplasty, the head bottomed out of the femoral stem and unable to be attached. An alternative appropriate femoral head implant was used to complete the procedure. No further event information available at the time of this report.